Manufacturer narrative:
(B)(4). Batch # n53g4v. Additional information was requested and the following was obtained: how was the oozing/bleeding controlled: the bleeding and oozing didn't require intervention; how much blood was lost (ml): there was no blood loss; did the patient require a transfusion: the patient didn't require a transfusion; was there any patient consequence or change in the post-operative care of the patient as a result of the event: no the analysis found that one plee60a device was returned in good visual condition and with a gst60g cartridge loaded on the device. The cartridge was received unfired. In addition another cartridge was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Intra-operative photos were received. Based on the photo evidence the event description can be confirmed ¿ a malformed staple is present. These photos cannot provide evidence of tissue milking, but the shapes of the staples formed in the tissue are such that the tissue is likely very thick or dense which can lead to tissue movement during firing. Based on the photo evidence the event description can be confirmed. It is highly likely that the tissue was thick as this was a first fire in a sleeve gastrectomy with buttress.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the first firing of the sleeve gastrectomy using a black gst reload, pulse fire technique was used. Seamguard was used on anvil side only. Thirty seconds pre-compression was performed. During the last 1/4 of the first firing tissue milking was observed towards the distal end of the stapler. On inspection of the staple-line one unformed staple was removed from the distal middle staple-line and one unformed staple was removed from the distal specimen side staple-line. Slight oozing was observed. The device was removed and replaced with a new like device. No delay occurred. The procedure was finished as normal. There were no adverse consequences for the patient reported.